Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 53 mg/dl. Customer was treated with intravenous fluids of glucose and oral carbs to address the bg. Reportedly, customer felt lethargic. Customer was discharged from the ER the following day with the issue resolved and no permanent damage.

Manufacturer narrative:
Updated- b5. The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 53 mg/dl. Cause was not known. Reportedly, the customer was lethargic/somnolent. Customer was treated with intravenous fluids of glucose and oral carbs to address the bg. Customer was discharged from the ER the following day, (B)(6) 2026, with the issue resolved and no permanent damage. A pump log review was performed and the pump is functioning as intended.